Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture right atrium leadless pacemaker (ralp) at max output and a chest x-ray was ordered. X-ray revealed that the ralp dislodged and migrated to the right ventricle. The physician elected to retrieve, explant, and implant a new ralp. The patient was stable following the procedure.